Manufacturer narrative:
Citation: henry e. Aryan, m.d. Et al. Corpectomy followed by the placement of instrumentation with titanium cages and recombinant human bone morphogenetic protein-2 for vertebral osteomyelitis, j neurosurg spine 2007; 6:23, 30. Rhbmp-2 titanium cage anterior instrumentation (details not provided). (B)(4). Multiple products from multiple manufacturers were noted in the literature article. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Post-operative complications were reported in a retrospective study of patients with vertebral osteomyelitis. The patients underwent a corpectomy between 2001 and 2005 using rhbmp-2 and titanium cages with either an anterior plate or anterolateral screw-rod reconstruction. It was reported that a patient experienced persistent dysphagia. A feeding tube was inserted and removed six weeks post-op, at which time his symptoms resolved and he passed a formal swallow study. Radiography revealed evidence of fusion at the patient's last follow up exam.